Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 23:59:37. During night drain cycle three, the patient's ultrafiltration reading was 1405ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.